Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported the instrument arm drape did not turn when tested upon installation and mounting. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.